Event description:
An optometrist reported that a patient presented with blurry vision at a distance in both eyes approximately three months post lasik. The patient was noted to be undercorrected by more than a diopter. The patient will have a secondary procedure at a later date to address the undercorrection. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Clinical review could not be done as pre and post topographies have not been provided. No technical root cause was identified as the system was operating within specification. The root cause cannot be determined conclusively. (B)(4).